Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 187 mg/dl and the sensor glucose was 84 mg/dl at the time of the incident. The customer stated that they are new to using sensors and at time they would three pieces of tape, or sometimes they could not use tape at all for adhering the sensor to the skin. The customer stated that they insert the sensor under their breast. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.